Event description:
It was reported that the device exhibited error code 45639, and the ac adapter is damaged. The issue was found during preventative maintenance.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lcd (liquid crystal display) and dso (downstream occlusion) seal is damaged. Customer complaint of error is present. Pwa (printed wireless assembly) is damaged confirmed through pvt (product verification testing) and incoming inspection. Probable cause pcba (printed circuit board assembly) was damaged and caused it to fail. Replaced pwa assembly. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found lcd screen was damaged and scratched and dso seal is delaminated. Replaced lcd lens assembly and dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.